Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode felt they might be having a reaction to the device locally. Boston scientific technical services (ts) provided a materials list to the health care professional (hcp). Subsequent information was received that an infection was suspected and was suspected to be hygiene related. The patient was placed on intravenous antibiotics and the device and electrode were explanted. No additional adverse patient effects were reported.